Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and suture was used. It was found that the suture had been protruded from the package before opening the package. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). H3 device evaluation investigation summary ==> it was reported packaging integrity. A sealed sample of product code 8697, lot # lph214 was returned for analysis. During the visual inspection of the sample, the suture was noted winding out of the plastic tray but, is not in an area that could be sealed in the packet. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received the assignable cause of the packaging integrity is a suture(s) out of folder/tray. A manufacturing record evaluation was performed for the finished device lot number lph214, and no non-conformances related to the reported complaint condition were identified.